Event description:
Per pt's letter: the valve was explanted 11 days post-operatively. Info obtained from the surgeon's office states the pt had a history of endocarditis at time of implant. At explant, the pt developed paravalvular leak secondary to endocarditis and an abscess cavity in the annular region between the aortic mitral valves.